Event description:
It was reported that during a right hemicolectomy, a frozen image error was triggered while using the 30-degree endoscope. Later in the procedure, the issue occurred again, and a horizontal line appeared across the middle of the screen on the tower and the light source was lost. The surgical team switched to a 0-degree endoscope because it was more advantageous to the procedure, which worked without any problems. After attempting to switch back to the 30-degree endoscope, there was no image displayed at all, so the surgical team continued using the 0-degree endoscope. The monitors were still showing that the 30-degree endoscope was connected even after it had been switched with the 0-degree endoscope. There was a delay of approximately 15 minutes while the endoscope was switched out. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field, the associated device logs and a provided image. One image was received for evaluation. The image depicted alarm messages displayed on the operating room team interactive (orti) monitor of the tower. The error message stated, "danger: endoscope image frozen. Check the endoscope system. If the condition persists, remove the instruments and discontinue use of the system.". Review of the field service notes indicated that the tower experienced an image freezing issue, possibly due to being set to automatic mode. When the endoscope angle was switched from 0-degree back to the 30-degree scope, no image was visible. After switching back to the 0-degree scope, the monitors still showed that the 30-degree scope was connected. The logs were evaluated and an error code for 'endoscope frozen image error' was noted associated with the 30-degree scope. This error appeared to clear when the 30-degree scope was replaced with the 0-degree scope. Further evaluation of the logs indicated that the tower experienced an orti screen freeze and multiple instances of an error code for 'endoscope image change test - inserted'. Following this error code, an error code for 'light source disabled: system response', an error code for 'endoscope: disconnected while inserted error' and an error code for 'error checking: endoscope failure to communicate' were also seen. Error messages were also seen stating, ""danger: endoscope image frozen. Check endoscope system. If condition persists, withdraw instruments and discontinue system use.", "caution: endoscope disconnected from endoscope system. Reconnect, or withdraw and replace endoscope." And "warning: endoscope failure. Restart endoscope system, or withdraw instruments and discontinue system use. Please contact medtronic support.". An error code for 'orti excess latency' was also seen, with an error message stating, "warning: or team display error. If error persists, withdraw instruments, discontinue system use, and contact medtronic support.". Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an endoscope failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemicolectomy, a frozen image error was triggered while using the 30-degree endoscope. Later in the procedure, the issue occurred again, and a horizontal line appeared across the middle of the screen and the light source was lost. The surgical team switched to a 0-degree endoscope because it was more advantageous to the procedure, which worked without any problems. After attempting to switch back to the 30-degree endoscope, there was no image displayed at all, so the surgical team continued using the 0-degree endoscope. The monitors were still showing that the 30-degree endoscope was connected even after it had been switched with the 0-degree endoscope. There was a delay of approximately 15 minutes while the endoscope was switched out. There was no patient injury.